Event description:
Ous MDR - (B)(6), a revision was performed due to suspicion of rv lead fracture. Some noise was observed during the ICD check. The impedance (true-bipolar) was 2800 ohms. The physician suspected the ring electrode was fractured. An alternative rv-lead was additionally implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.